Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator exhibited non sustained right ventricular oversensing. No intervention was performed. The patient is being monitored and is in stable condition.

Event description:
New information received indicated that non sustained right ventricular oversensing was due to pseudofusion.